Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient went on a back-up plan for insulin delivery due to losing the battery cap and being unable to use the pump. The patient reportedly experienced diabetic ketoacidosis (dka) and developed an infection subsequent to going on a back-up plan. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting and additional information, without success. It is unknown at this time if the battery cap was misplaced by the user, or if the cap came off the pump due to any damage to the cap or the pump. This complaint is being reported based on the allegation that the patient experienced dka while on a back-up plan for insulin delivery associated with being unable to use the pump.